Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently restarted on the ilet experienced recurrent hypoglycemia, with a documented low blood glucose of 64 mg/dl and device low-glucose alerts active; the user denied taking insulin outside the ilet and reported correcting lows with food. Symptoms included no reported clinical symptoms during the event. Outcomes included self-treatment with oral carbohydrate and no need for outside assistance or medical intervention. Investigation included a review of reported use, device alerts, and user education and troubleshooting by support. Investigation of this case revealed no device malfunction reported and identified the event as hypoglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.